Event description:
A sonoma hmrx humeral nail was implanted on (B)(6) 2012 for the treatment of a midshaft humeral fracture. The pt complained of discomfort. In a f/u visit x-rays revealed some shifting at the fracture site. The physician felt the hmrx nail may not have been achieving the level of fixation required for healing of this fracture. In a revision surgery on (B)(6) 2013 he removed the hmrx and plated the fractured.

Manufacturer narrative:
In the precautions included in the instructions for use address this category of event. Add'l surgery may be necessary for implant removal, repositioning, or replacement. The possibility of non-union or loss of anatomic position is adequately described in precautions.